Manufacturer narrative:
A quantity of two (2) leads were implanted. Product description: evoke cap12 trial percutaneous lead kit - 60cm model # : 102880 catalog#: 3016 serial/lot #: (B)(6) manufacture date: 14 june 2024 expiration date: 14 june 2026. Product description: evoke cap12 trial percutaneous lead kit - 60cm model # : 102880 catalog#: 3016 serial/lot #: (B)(6) manufacture date: 06 august 2024 expiration date: 06 august 2026. The leads were discarded. The root cause of the reported event could not be determined. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
During a trial implant procedure for an evoke spinal cord stimulation (scs) system, the patient experienced oxygen desaturation. The leads were implanted, and the patient¿s position was changed to supine and an oxygen mask was applied. Once the patient was stabilized, the evoke scs system was activated. The patient was subsequently discharged without additional interventions.